Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. A rotational sensor malfunction was observed. The pod was in pod state 15 delivering a total of 30 pulses, 15 of which were in first priming. The pod was reset, connected to an unused pdm and programmed a 5u bolus successfully, although the pod replicated the rotational sensor malfunction. Inspection of the rotational sensor assembly found no damages or manufacturing defects. The exact cause of the rotational sensor malfunction could not be determined.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible when the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g6.